Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Additionally, hypotension, treatment with medication, and hospitalization are addressed in the no-fault errors for coronary stent systems, everolimus eluting coronary stent systems, coronary dilatation catheters, guide wires, and endovascular products risk assessment as potential no-fault procedural complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an acculink stent was implanted in a de novo, 90% stenosed, heavily calcified, left carotid artery and post procedure, the patient experienced hypotension. Common medication, levophed was administered and the hypertension resolved without an adverse patient sequela five days later. Reportedly, there was a prolonged hospitalization occurrence due to the hypotension. The patient was discharged home on (B)(6) 2013. There was no additional information provided.